Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic bioprosthetic valve (tav), mild paravalvular leak was noted. Ap proximately eight years and 10 months later, valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic stenosis with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient of at least 20 mmhg from baseline and a mean gradient of at least 30 mmhg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure was appropriate. No patient complications were reported as a result of this event.